Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the "up" button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the "up" button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim and pink. (B)(6).